Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics.unable to verify failed battery test alarm, black screen anomaly or flashing screen anomaly due to blank display. Pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test before and after a battery change. Customer's blood glucose was 278 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.